Event description:
"He had two cases when the radiopaque marker at the distal portion of the sheath came off. Last week (2009), dr was using a csg/worley-1-09 [sic] (lot# s23021) on a pt ([redacted]) when the tip came off while in the pt. The tip went through the venous system and ended up in the pulmonary artery."

Manufacturer narrative:
The actual device involved in the incident was not available at the time of this report. The DHR for the lot was reviewed and indicated that proper materials and precesses were used to produce the unit. No excursions relating to tip attachment or quality were noted.